Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the lg prong broken, the lg prong top broken, the lcb distal cover glass broken, the light guide cable buckled, the suction channel buckled, the angle wire stretched, the segment corroded, the lg prong corroded, the lg prong top corroded, the electrical connector corroded, the air/water nozzle missing, the operation channel leak, the bending rubber leak, the insertion flexible tube (ift) leak, the objective lens unit scratched, the distal body worn out, the u/d pulley wire worn out, and the segment steel braid ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).